Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: parital tibia, catalog #: 42538000402, lot #: 63610813, partial femur, catalog #: 42558000402, lot #: 63767241. Report source - foreign: event occurred in (B)(6). Customer has indicated product will not be returned to zimmer biomet for investigation as the product location remains unknown. The investigation is in process. Once the investigation is complete, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00604, 0001825034-2019-00602, 0001825034-2019-00601. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent right partial knee arthroplasty. Subsequently, patient is experiencing ongoing pain in the right tibia. Pain is most likely due to stress reaction due to severity of wear and loss of bone in right knee.